Event description:
The caller reported that the tube developed a leak in the pilot balloon during pt use. The caller stated that the pt is ventilator dependant and on (B) (6) 2010, the caller was alerted of a ventilator alarm event. Upon assessing the pt, it was observed that the cuff had deflated. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The caller revealed the tube had been in use for a two month period when the event occurred. The caller was informed of the recommended 29 day usage for the reported product. Please refer to the statement below. The caller reported that the end clinician does not chose to change the tube that frequently. The sample is currently in transit to the manufacturing plant for investigation. If significant info is identified, results will be provided in a supplemental report. Warnings: the shiley tracheosoft xlt extended length tracheostomy tube and obturator are single pt use medical devices and usage should not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the qualified physician.